Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height drawer failed and could not be recovered. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that drawers 4-1 and 4-2 were not detected on the bus. A field service engineer (fse) identified the pyxibus module controller as not functioning correctly. Voltage readings on the drawer controller cards were checked using a voltmeter and confirmed to be within normal range, ruling them out as the cause. The faulty pyxibus module controller was replaced, after which the system was tested using the hardware test application and the dispensing application, confirming normal operation. The system functioned as intended after the field service engineer repaired the device.